Manufacturer narrative:
Insulin pump received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime alarm, force sensor test and excessive no delivery test due to buttons not responding. No moisture damage on the liquid-crystal display board, mother board, interface board, board, motor, vibrator motor and battery tube assembly during visual inspection. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid-crystal display window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture through reservoir leak and also had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 100 mg/dl to 130 mg/dl at the time of the incident. The customer stated that the buttons were very hard to press. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for reservoir leak was also performed. The customer stated that it smelled of insulin and that the leak was from the bottom of the reservoir, passed the second o-ring. The customer was advised to return the reservoir. The insulin pump and reservoir will be returned for analysis.